Manufacturer narrative:
Complaint description: while the electrode was in use it became very hot and burned the pt. This was the first time the customer was using the equipment, which was purchased approx 7 months ago. Investigation/analysis: on 3/11/1998, the physician was performing a gall bladder procedure with an olympus laparoscope to treat possible encolicystitis. During the procedure the physiian noticed the equipment was heating up. He lowered the electrocautery settings, but the equipment did not cool down. The procedure was completed with the device, but as the physician was removing the scope, he noticed a burn on the pts liver area. The pt did not require any medical or surgical treament due to the burn, nor required to remain at the hosp longer then initially scheduled. The customer has stated that the pt's condition is fine. The customer informed olympus that after the procedure was completed, they examined the electrode and found a nick at the tip of it. The customer was using a force 2 (brand name) electrocautery device, with a coagulation setting of 20 during this procedure. The customer considers this a normal setting for the procedure being performed. On 3/16/1998, the hospital's biomed dept evaluated the force 2 electrocautery device to check that it was working properly. The customer stated that the force 2 checked out satisfactorily. The MFR of the force 2 did not evaluate the equipment and it remains in use at the hosp. The customers reprocessing method is to hand wash the device in liquid knox and then to autoclave it. The device was returned to an olympus repair facility for evaluation. The device was evaluated and found to have a chip 12mm from the distal tip of the insulating coating. An electrical charge could potentially pass through the chip resulting in a burn. No further action will be taken by olympus.

Event description:
While the electrode was in use it became very hot and burned the pt. This was the first time the customer was using the equipment, which was purchased approximately 7 months ago.